Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 27mm closure device was deployed and device was released. Post procedure effusion sweep was performed via intracardiac echo (ice) imaging which revealed a pericardial effusion around the left ventricle (lv). The patient had a slight drop in blood pressure but was awake and talking. Pericardiocentesis was performed, and approximately 675cc of bright red fluid was removed. The patient was administered saline, neo, and albumin. The patient remained stable and was transferred to critical care unit (ccu) with drain for observation and was discharged two (2) days later. The physician stated that the effusion may have occurred during the transeptal.

Manufacturer narrative:
B5: updated. H6: patient code added.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 27mm closure device was deployed and device was released. Post procedure effusion sweep was performed via intracardiac echo (ice) imaging which revealed a pericardial effusion around the left ventricle (lv). The patient had a slight drop in blood pressure but was awake and talking. Pericardiocentesis was performed, and approximately 675cc of bright red fluid was removed. The patient was administered saline, neo, and albumin. The patient remained stable and was transferred to critical care unit (ccu) with drain for observation and was discharged two (2) days later. The physician stated that the effusion may have occurred during the transeptal. It was further reported that cardiac tamponade occurred.